Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the affected tissue processing runs and subsequent quick clean protocols, from which sub-optimal tissue processing was reported by the complainant. The information available details: ¿both retorts finished the runs, the tissue was run through the cleaning cycles...¿ evaluation of the instrument logs found the cleaning runs executed subsequent to the completion of the affected runs included the drying step, which had a duration of 12 minutes at a retort temperature of 80c. The root cause for the reported ¿1 sample affected and had crunchy exterior¿ was exposure of patient tissue samples to a retort cleaning cycle(s). Specifically, a user failed to follow the manufacturer instructions detailed in section 3.2 of the leica peloris / peloris ii user manual user manual, which contains the following specific warnings: ¿load and run cleaning protocols like other protocols, but never put tissue in the retort ¿ the dry step will damage it. This means cleaning protocols should never be used for reprocessing runs ¿ use a reprocessing protocol instead.¿ and ¿remove all tissue from the retort before running a cleaning protocol as the dry step will damage the tissue.¿ and ¿do not use cleaning protocols for reprocessing as the dry step will damage the tissue.¿

Event description:
On 03 august 2024, the complainant reported the following information: ¿both retorts finished the runs, the tissue was run through the cleaning cycles, discovered around 2 pm, no further details.¿ on 08 august 2024, the assigned leica technical specialist ¿ pathology core histology, western canada (fas) visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿51 samples run through cleaning cycles. 1 sample affected and had crunchy exterior. Physician was able to diagnose affected sample. Steps to access tissue after protocol reviewed with customer." The fas documented the affected tissue artefact as ¿1 out of 51 has crunchy outside." Leica biosystems melbourne received confirmation from the assigned leica technical specialist ¿ pathology imaging and core histology, western canada that all patient cases were diagnosable; and no re-biopsy was performed nor recommended. No adverse consequence(s) to any patient(s) has been reported to the manufacturer.